Manufacturer narrative:
The reported complaint that the thermogard ivtm system (serial # (B)(4) displayed "m ID:09" (air trap assembly) upon powering on was confirmed during archive data review and functional testing. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to the saline liquid found on the pca board caused by user mishandling. There was no history of complaint reported for a start-up kit (suk) leak by the customer. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. Liquid found on the pca board and caused the air trap sensor block to become defective. The air trap sensor block with board was replaced to address the mid:09 error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
Customer reported that the thermogard ivtm system (serial # (B)(4) displayed "m ID:09" (air trap assembly) upon powering on. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.